Manufacturer narrative:
Hill-rom service technician inspected the bed and found that the CPR engagement switch was faulty cause the self-run. The CPR engagement switch was replaced and the bed performed as expected. A search of the hill-rom maintenance records shows that the last preventive maintenance was performed (B)(4) 2013.

Event description:
Hill-rom received a report from a hill-rom technician stating the head section will run half way up and stop when the head up switch is pressed. When letting off the head up switch the head section will run back down. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).